Event description:
It was reported that during deployment of a tracheobronchial stent graft in the outflow vein of an upper arm loop graft, just distal too the distal venous anastomosis, the blue outer catheter shaft broke. Reportedly, the physician grabbed the outer blue shaft distal to the break, and was able to pull back on the outer shaft, successfully deploying the rest of the stent graft. Reportedly, the difficulty in deployment did not compromise the final placement of the stent graft. The delivery system was then removed from the pt without incident. No report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. A stent delivery system was returned for evaluation. The investigation findings show that the outer sheath was torn off at the catheter reinforcement and elongated distal to it. The stent graft was released and not included as it remains implanted. The condition of the sample leads to the conclusion that high deployment forces affected the system, which led to the elongation and separation of the outer sheath. As a result of the investigation preformed, the complaint is confirmed. A root cause for the reported event could not be determined. The application reported represents an off-label use of the device. The fluency plus tracheobronchial stent graft is indicated for the treatment of tracheobronchial strictures. The current IFU states: the safety and effectiveness of this device is for use in the vascular system has not been established and can result in serious harm and/or death.